Event description:
A customer reported improper processing time in their aer automatic endoscope reprocessor with printer beginning in (B)(6) of 2011. The reported 5 minute processing time is specified with the use of a heater. The unit is not set for disinfecting 12 minutes. The customer was instructed to review the IFU for cidex opa and adjust the time according to those instructions. The customer stated they have rectified the temperature parameters with aer and it is now operational. The staff was inserviced on the aer. It was reported there is no increase in infection or adverse reactions from patients to date from the questionable achievement of hld for their devices.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the health hazard evaluation and CAPA. The hhe(s) (health hazard evaluations) were reviewed for shorter disinfect time issues and incorrect temperature issues on the aer and the hazard/risk indexes indicate the associated risks are low. The CAPA (corrective and preventive action) was open to investigate and mitigate the issue of customer error as a result of setting incorrect disinfect cycle time on the asp aer. The aer user's guide identifies the requirements for processing endoscopes at the high level disinfectant (hld) cycle times as stated in the manufacturer's instructions for use. Additionally, the user's guide also identifies the need for the customer to refer to the hld manufacturer's guideline on exposure time and temperature requirements for hlds used. A customer letter was sent as part of the field action for a new asp aer label setting disinfect time with a permanent adhesive label to remind the customer/user to set the disinfect time for each cycle. The root cause of the issue was identified as use error of not setting the disinfect cycle time to cidex opa cycle time requirements. The asp tsr educated the customer on how to set the disinfectant time correctly. The issue was resolved by the customer setting the disinfectant time according to the disinfectant's IFU. The customer was notified that the disinfect time should be 12 minutes at 20 degrees c. The manager was notified on the error in user entry of the temperature parameter and the issue was resolved by changing the temperature parameter.

Manufacturer narrative:
Ni